Event description:
Senseonics was made aware of an incident where a patient had the eversense sensor removed and a new sensor inserted in the same site, after which an infection occurred. The new sensor was not removed because the infection resolved after treatment with antibiotics.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The infection resolved after treatment with antibiotics. The sensor did not need to be removed.